Event description:
On (B)(6) 2011, the pt reported that the up and down buttons of the infusion device are not working. He noticed the issue while attempting to bolus. He switched to his backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.